Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that on (B)(6) 2020 the patient had an appointment with her managing physician and her stim pocket site appeared a little red and the patient reported that the pocket felt warm. The rep reported that the patient had great pain relief, but the pocket site was uncomfortable. The physician was awaiting patient labs to rule out pocket site infection. The rep later reported that the physician received the patient labs that indicated a possible infection. The physician and patient opted for explant due to pocket site pain. The issue was not yet resolved. No further complications were reported.